Manufacturer narrative:
(B)(4) the report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The device history records for the introducer needle, cannula and hub were reviewed with no findings relevant to this complaint. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency room. During insertion, the physician noticed there was a crack in the hub of the introducer needle so it was impossible to use. As a result, a new kit was opened to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.